Event description:
This report was received at the conclusion of a pre-PMA prospective 5 year clincal study. Clinical report indicates pt experienced stomach/band slippage. No hospitalization or surgery was required, initially. Subsequently, band was explanted due to stomach/band slippage.